Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the transplant unit, due to the patient being septic and on a lvad. The boston scientific representative confirmed that the reported sepsis is not related to the implanted device or the pocket of the device. The pacemaker exhibited pacing inhibition, low amplitude and loss of capture. Patients heart rate dropped to 40bpm. The thresholds, and impedances were within normal range. The device remains implanted. No adverse patient effects were reported.